Event description:
In 2008, it was reported to boston scientific corporation, that an endovive safety peg kit device was used in an esophagogastroduodenoscopy procedure on the same day. According to the complainant, "the knife would not open. It was in the locked position." It was further reported that the physician was eventually able to unlock the safety feature and complete the procedure with the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. The device history record associated with the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no add'l complaints have been reported for this lot. The may 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.